Manufacturer narrative:
Devices are not expected to be returned for manufacturer evaluation as it remains in-situ. Radiographs of 2 weeks post-op were provided. No radiographs or imaging from intra-op or immediate post-op were provided. Multiple requests were made to obtain additional radiographs or imaging, as well as an interview with the operating surgeon. A review of the DHR showed no issues for the lot numbers provided. No root cause could be determined with the information provided. It is suspected that the cover plate was dislocated during the original implantation, similarly to other known misuses. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a supplemental report will be filed accordingly.

Event description:
On 7/2/2025, third party agent reported to nanohive that during a routine 2-week post-op follow up on (B)(6) 2025, radiograph imaging revealed the cover plate was found to be partially dislocated from the interbody. A patient x-ray taken during the 2 week post-operative follow up was provided which appears to show the cover plate protruding from the interbody. The same x-ray showed the interbody and screws to be in the expected and correct position with no signs of screw loosening. It was reported that the patient was asymptomatic and doing well. Revision is not currently planned and has not been scheduled. The surgeon will continue to monitor the patient. There were no further complications reported regarding the event. This submission is 1 of 1 devices involved in this event.